Manufacturer narrative:
(B)(4). The product was disposed by the hospital; therefore no manufacturer laboratory investigation was possible. A review for similar complaints was performed. A similar complaint was found with the following investigation results: during visual inspection it could be confirmed that the mounted tubes on blood inlet and outlet connector have been cloudy. After cleaning and drying the oxygenator the tubes have been clear and transparent. Additionally a 3/8 x 3/32 tube was left standing for 5 days in a glas with nacl 0,9% fresenius rinsing. Solution. The result was, that the tube piece, which was in the rinsing solution was found cloudy. Furthermore a device history record has been performed for the complained tubing set lot. Thereby no abnormality was found. As a probable cause it could be determined that the cloudy tube was most probable caused by a longer exposure to the priming solution. Based on the above mentioned similar complaint investigation results the failure of this specific complaint could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"During priming, when the cooler unit was started, to warm the set, it was noticed that the water circulating in the set became cloudy. The set was prepared in case an ecc procedure was needed for a patient. But as the ecc procedure was not required for this patient, no set was used and the involved set was quarantined. No clinical consequence was reported." (B)(4).